Manufacturer narrative:
This product remains implanted; therefore, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pacing impedance measurements on the right ventricular (rv) lead. Of note, the rv lead is a non-boston scientific product. Technical services reviewed device data and confirmed there were some high impedances last year, but values have stabilized since then. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pacing impedance measurements on the right ventricular (rv) lead. Of note, the rv lead is a non-boston scientific product. Technical services reviewed device data and confirmed there were some high impedances last year, but values have stabilized since then. No adverse patient effects were reported. This product remains in service.